Event description:
During the procedure, the orbit mini complex fill coil (637mf3575/ 15575429) stretched during insertion into the target aneurysm. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device, and the procedure was completed with other coils. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and coil will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit mini complex fill coil (637mf3575/ 15575429) stretched during insertion into the target aneurysm. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device, and the procedure was completed with other coils. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and coil will be returned for analysis. A non-sterile orbit mini complex fill 3.5x7.5 was received coiled inside of a plastic bag. The hypo-tube was inspected and several kinks were noted on it. The introducer was received zipped and no damages were noted on it. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The instructions for use cautions to not attempt to use the coil system as a guidewire if positioning of the microcatheter is lost during coil deployment. If repositioning of the coil is necessary, carefully observe the motion of the coil in respect to the (ds) delivery system wire while retracting the coil under fluoroscopy. If the coil movement is not one-to-one with the ds, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the coil system. It cautions that if the coil is positioned at a relative sharp angle to the microcatheter, a coil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the coil may be more easily funneled back into the microcatheter. Although a definitive root cause conclusion cannot be made, procedural factors including repositioning the microcatheter over the deployed coil may have contributed to the event. With review of the analysis and device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15575429 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.